Event description:
Livanova deutschland received a report that, during set up, the gas delivery of the electronic gas blender was not correct. The electronic gas blender was tested and found out of tolerance on flows measured with fio2 set to 0.60 and 1.00. There is no report of any patient injury.

Manufacturer narrative:
A.1-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender according to customer, there were no alarms, and values detected by blood gas analysis were not in line with the percentage values delivered by the gas blender. There is no report of any patient injury.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. Based on the investigation findings, the root cause of the reported event is a faulty mass flow sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: o2 level was outside of acceptable limits. In addition, also an error code (e1) related to ram issue was displayed. In order to solve the issue, o2 sensor and front panel were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.